Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was about 6 months ago the patient noticed that their implanted neurostimulators battery was not lasting as long as it used to. The patient used to charge their implant every 3 days and now they had to charge the implant every 24 hours and sometimes twice a day. Patient had not made any adjustments to their therapy or increased usage because when increasing therapy, they felt vibrating. The issue was not resolved. The caller was redirected to their healthcare provider to further address the issue.

Event description:
Additional information was received. The rep reported that on (B)(6) 2025 they had met with the patient and the cause was not deter mined. The rep explained that nothing was found to be out of the ordinary. They did not find any issues with the electrodes or programming. The recharging diary was checked and seemed to match what the pt was experiencing. The pt mentioned to the rep that they have had similar issues with all types of batteries in other devices like wrist watches and cell phones seem to drain batteries much sooner than the average person. The rep offered to lower energy settings (rate and cycling), but the pt refused changes because their therapy was good. It was unknown if the issue was resolved. On 2025-jul-11 additional information was received from the pt in response to a follow up request. The pt reported that the cause of having to charge more because the battery was depleting more quickly was not determined yet. They tried meeting with a rep for reprogramming, but that hasn't worked. The physician's office will have the rep come in and "change the battery in clinic" to further attempt to resolve this issue. On 2025-jul-14 additional information was received from the rep. They reported that the pt was reporting they were going to have a device replacement, but there is no ins replacement scheduled at this time. The rep confirmed they are the one working with this pt. They stated the cause of the ins charge depleting quickly was not determined. They stated there was no information to explain the change in the recharge interval and confirmed nothing was out of range or extraordinary. The rep confirmed nothing was scheduled for this pt at this time and the pt was told to monitor their recharging and to follow up as needed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.